Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump displayed the word ¿stopped¿ while the reporter was programming an attempted bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2014 with the following findings: a review of the pump histories revealed no activity related to the complaint. During testing, a 10 unit normal bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the history. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.